Event description:
Philips received a complaint by the customer on the v60 indicating that the flow sensor assembly was replaced, and preventive maintenance performed, during which the unit alarmed ovp circuit failure error and cannot be cleared. Error code 1127 was noted within the event log. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The philips remote service engineer (rse) advised the customer to check the cable connections and remove and reseat all pcbs. If problem persists, swap power management (pm) or motor control (mc) boards with known good part if possible to isolate the issue, and to replace the pm or mc board if needed. Current service manual was emailed to the customer.

Manufacturer narrative:
After further troubleshooting, the pm checklist was used to go through and found all to be okay. It was confirmed by the customer that the device was operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.